Manufacturer narrative:
Clinical review: there is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A patient contact reported a peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler vomited blood and had abdominal bleeding during a pd treatment. Additionally, it was reported the patient fainted which caused a hemorrhage on his forehead. There was no specific allegation these events were related to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Upon follow up with the patient¿s pdrn, it was reported this patient was hospitalized on (B)(6) 2023 following a fall with head trauma. It was explained the patient was found unconscious on the morning of (B)(6) 2023 while connected to the cycler. Emergency medical services were activated, and the patient was hospitalized on the same day with an admission to the intensive care unit (ICU). The patient was placed on mechanical ventilation due to the severity of his injury. The patient has been able to undergo hemodialysis (hd) for renal replacement therapy on a hospital provided hd device (unknown brand and model) for the duration of the admission as hd is the preference of dialysis in this ICU. Per the patient¿s wife¿s report to the outpatient clinic, this event only involved a patient fall while connected to his cycler with no report of hematemesis or intra-abdominal bleeding despite initial reporting. This was further confirmed by an update from the hospital to the outpatient clinic while the patient remains admitted and on mechanical ventilation in the ICU. The cause of the patient¿s fall remains unknown. The patient is recovering from this event while awaiting discontinuation of advanced care. It was believed the patient will resume ccpd therapy on the same liberty select cycler at home upon discharge from the hospital.

Event description:
A patient contact reported a peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler vomited blood and had abdominal bleeding during a pd treatment. Additionally, it was reported the patient fainted which caused a hemorrhage on his forehead. There was no specific allegation these events were related to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Upon follow up with the patient¿s pdrn, it was reported this patient was hospitalized on (B)(6) 2023 following a fall with head trauma. It was explained the patient was found unconscious on the morning of (B)(6) 2023 while connected to the cycler. Emergency medical services were activated, and the patient was hospitalized on the same day with an admission to the intensive care unit (ICU). The patient was placed on mechanical ventilation due to the severity of his injury. The patient has been able to undergo hemodialysis (hd) for renal replacement therapy on a hospital provided hd device (unknown brand and model) for the duration of the admission as hd is the preference of dialysis in this ICU. Per the patient¿s wife¿s report to the outpatient clinic, this event only involved a patient fall while connected to his cycler with no report of hematemesis or intra-abdominal bleeding despite initial reporting. This was further confirmed by an update from the hospital to the outpatient clinic while the patient remains admitted and on mechanical ventilation in the ICU. The cause of the patient¿s fall remains unknown. The patient is recovering from this event while awaiting discontinuation of advanced care. It was believed the patient will resume ccpd therapy on the same liberty select cycler at home upon discharge from the hospital.

Manufacturer narrative:
Correction: a.2., a.4.